Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch. The ra lead was explanted and replaced. The patient was in stable condition.